Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture confirmed via ultrasound. Device has been explanted.

Event description:
This record is no longer reportable as it is a duplicate report. All information is now being reported under manufacturer report ref# 9617229-2023-18029. The device is also non-PMA approved.

Manufacturer narrative:
This record is no longer reportable as it is a duplicate report. All information is now being reported under manufacturer report ref# 9617229-2023-18029. The device is also non-PMA approved.